Event description:
This letter is to inform you of this adverse event as the suspected device siemens acunav10f-90 catheter is not manufactured or imported by biosense webster, inc. It was reported that during an vt (velocity) case, a pericardial effusion was found and confirmed with ice. Caller reported that the medical intervention provided was pericardiocentesis and 300cc of fluid were removed. The patient was reported to be in stable condition. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).